Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The physician was reportedly not trained in the use of the proglide device. It should be noted that the proglide instructions for use (IFU), states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The reported guide detachment appears to be related to downward force or torsional manipulation applied during use of the device. The status of training appears to have contributed to the reported guide break. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic procedure using a 6fr sheath. Reportedly, during advancement with no reported resistance, the guide of the proglide device broke where the silver and black parts meet. The device remained held together by the actuator wire. A cutdown was performed to remove the device. Manual arterial compression was applied to achieve hemostasis. The physician was reportedly not trained in the use of the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.